Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm, the compromised force sensor system alarm and the motion sensor test failure alarm due to the blank display. The pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system, button error and motion sensor test failure. The customer's blood glucose was 65 mg/dl at the time of incident. The customer stated the she went camping and the pump fell into the water. The customer stated that she received several button error alarms and was able to clear it. She then received the compromised force sensor system and the motion sensor test failure alarms. Troubleshooting was not completed as the battery was removed from the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.